Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator failed o2 cell/sensor test during pre-use check and water entered gas module. On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, the hospital's central air system was contaminated with water. Water was collected by the moisture separator and do not enter air gas module. The device passed all performance tests and could be returned to clinical use. The moisture separator/filter worked according to the design. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).